Event description:
A healthcare professional reported that nm-f4442 lot#0030458 implant lacked primary stability on tooth #13. The implant was removed during implant placement with no report of observable clinical symptoms. Osteotomy doesn't match the type or size of the implant. According to the information, the patient is healthy. The device was forwarded to the manufacturer. No other medical issues were reported.